Event description:
The customer reported that the device has a blinking red indicator, is chirping, and has a power supply failure message. There is no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.